Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826631) was placed on (B)(6) 2025 and displayed normal readings during surgery. After the patient was transferred back to the ward, the sensor began showing abnormal values. The medical staff attempted several troubleshooting measures, including restarting the monitoring device, replacing the icp monitor, and changing the connecting cables; however, the abnormal readings persisted. Therefore, the physician retrieved the device and discontinued monitoring due to suspected sensor failure. There is no information available regarding whether the patient experienced any signs or symptoms related to the sensor issue. The patient is stable.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The microsensor (ID 826631) was not returned for evaluation as the product was discarded; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.